Event description:
It was reported that the pt's pulmonary artery (pa) ruptured. This event occurred while using a swan-ganz catheter that was inserted 59 cm via the left subclavian. Reportedly, the catheter had been in-vivo for four days. The clinician went to perform a wedge and the patient presented with a dry cough, and then blood and clots. The clinician was not sure how much air volume was infused to wedge. It was stated that the patient's heart rate dropped, and that there was internal bleeding. The pt was turned on her left and a surgical resident pulled the catheter back 5-10 cm. Reportedly, the pa ruptured resolved on its own. However, the patient did code and was in a-fib, but was successfully resuscitated. It was related that treatment to resuscitate the patient consisteed of saline wide open, epi, 3 units pac-cells, EKG, intubation, and a bronch. The catheter was removed from the subclavian, and placed femorally. It was further reported that the patient experienced a permanent injury to the lower extremity that resulted from the medical treatment that was provided to resuscitate the patient.